Event description:
Reason for revision - patient presented to surgeons rooms with pain in knee and lack of range of motion.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. X-ray images were reviewed by cpd from an engineering perspective. Patient¿s right knee was revised 9 months after primary implantation to address pain and limited range of motion. Patella was resurfaced and polyethylene liner was replaced. Both femoral and tibial components appear to be well-fixed with no apparent radiolucencies at the bone/implant interface. There are no indications of device placement or alignment issues in the provided x-ray views. The a-p view shows no evidence of uneven or severe poly wear. Based on these observations, there is no evidence that suggests the performance of these devices directly contributed to the patient¿s pain or range of motion issues. There are no identifiable visual cues that can be attributed to the reported issues. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.